Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, concern for textured implant device.

Event description:
Patient reported left side implants feel like fluid is building up around them and exchange from textured to smooth due to concern with the product. Device remains implanted.

Event description:
Device has been explanted.